Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported that, after 3 months of support on the lvad, the pt's pump was explanted due to "pump malfunction/device thrombosis." The manufacturer also received user facility report # (B)(4) from the (B)(4) registry which stated that numerous evaluations suggested pump thrombosis with frequent strokes and upon device explant, organized thrombi was found on the tip and around the apex of the inflow cannula reportedly leading to unsafe pump operation.